Event description:
A parent reported that an error code appeared on their child's insulin pump, indicating a need for replacement. The child's blood glucose level exceeded 500 mg/dl, which is considered high, but a specific value was not provided. The parent administered a correction injection manually, and technical support approved a same-day replacement for the malfunctioning pump, updating the pump's serial number and closing the case.